Manufacturer narrative:
The reported event occurred on a cobas e 801 module analyzer (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. Calibration and quality control data were reviewed and found to be within expected ranges. No fibrin strands were observed in the sample, and the centrifugation parameters were confirmed to be appropriate. While no definitive root cause for the initially reactive result was identified, the most likely explanation is an undetected pre-analytical issue. Initially reactive results are known to occur and are addressed by the recommendation to repeat all reactive results in duplicate. The investigation concluded that no product issue was identified, and the device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant initially reactive result with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module. The initial test of a lithium heparin plasma sample (patient ID: ve9130h) generated a result of 14.5 coi (reactive). An anti-hbcore test was subsequently requested for the same sample, which yielded a result of 2.08 coi (non-reactive). Additional testing of the same lithium heparin sample was performed, yielding a result of 0.355 coi. Testing of an edta plasma sample from the same collection yielded a result of 0.366 coi, while testing of a serum sample from the same collection yielded a result of 0.284 coi. A virgin aliquot prepared from the lithium heparin sample for storage yielded a result of 0.341 coi. The customer expressed concern regarding the discrepancy between the initially reactive result and subsequent non-reactive results.